Manufacturer narrative:
Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2017, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving dilaudid (10mg/ml at 2.311mg/day), bupivacaine (10mg/ml at 2.311mg/day), and clonidine (50mcg/ml at 11.556mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was experiencing a loss of therapy which led to a catheter revision. A catheter aspiration through the cap was attempted, but the catheter could not be aspirated. The pump segment was trimmer to determine if the issue was with the pump connector. After trimming, it was noticed that there was no cerebrospinal fluid (csf) flow. The physician decided to tie off the old catheter and replace it with a new catheter. The patient was receiving therapy and the dose was decreased by 50%, to dilaudid 1.151mg, bupivacaine 1.151, and clonidine 5.754mcg. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.